Event description:
It was reported that a pacing device was unable to be interrogated using different programmers. Technical services (ts) was consulted and troubleshooting was performed but the call dropped before it could be finished. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates a non boston scientific device was implanted as the reason it was not able to be interrogated. This is expected as the programmers and non boston scientific devices are not compatible. No report is required. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information from the field indicates a non boston scientific device was implanted as the reason it was not able to be interrogated. This is expected as the programmers and non boston scientific devices are not compatible. No report is required. No adverse patient effects were reported. There were no issues with a boston scientific device, so no report was required.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a pacing device was unable to be interrogated using different programmers. Technical services (ts) was consulted and troubleshooting was performed but the call dropped before it could be finished. This device remains in service. No adverse patient effects were reported.